Manufacturer narrative:
Film evaluation results are: a review of a pre-implant drawing revealed that the patient had a 55mm max diameter x 94mm length taa. The distance from the lcca to the start of the taa was 33mm (outer curvature) and 26mm (inner curvature). The thoracic diameter just caudal to the lcca measured 39 x 33mm, and at the start of the taa was 33.8mm. The thoracic diameter just distal to the taa was 32mm, and 6cm distal to the taa was 29.5mm. The diameter just above the celiac was 27.9mm. The drawing showed that thoracic arch was mildly tortuous, the descending thoracic had a moderate bend, and no calcification was noted on the drawing. Areas of calcification were noted on the iliac arteries, which ranged in diameter from 12 ¿ 13mm (rcia) and 11mm (lcia). Review of CT¿s from same day post-implant revealed that the patient was implanted with a single valiant stent graft. The proximal end of the device was positioned just distal to the lcca (covering the lsa), and the stent graft extended across the arch and into the proximal portion of the descending thoracic. The patient also had a rt ¿ lt subclavian bypass placed. The proximal stent graft od measured ~36mm, the od just proximal to the taa was ~35mm, and the distal stent graft od was 37mm (all measured in l-r axis). The diameter of the taa could not be accurately measured. The stent graft was patent. A small amount of contrast was seen within the taa on the lateral/left side of the device ~1cm caudal from the stent graft figure ¿8¿ mid-marker; near the level of covered spring #3 (~5cm from the proximal margin). No other stent graft issues were seen. Review of CT¿s from 1 month post-implant ((B)(6) 2016) revealed that the device was in the same approximate location as post-implant. The proximal stent graft od measured ~36mm, the od just proximal to the taa was ~36mm, and the distal stent graft od was 37mm (measured in l-r axis). The stent graft was patent. Contrast was again seen within the taa on the lateral/left side of the device ~1cm caudal from the stent graft figure ¿8¿ mid-marker; near the level of covered spring #3 (~5cm from the proximal margin). No other stent graft issues were seen. The exact type and cause of the endoleak seen during and post-implant could not be determined from the CT¿s provided. Films during implant when a type IV endoleak was reported, as well as angiography images post-implant were not available for review. It is possible that the endoleak seen from the same day implant CT¿s may have been the same type IV endoleak seen during implant final angiogram. The endoleak seen 1 month post-implant appears to be in the same general location as the same day CT¿s. It is also possible that this may be a proximal type I endoleak due to the short proximal seal length at implant; however, cannot rule out a type iii fabric or type ii endoleak.

Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a 55 mm thoracic aortic aneurysm in zone 2. The patient had a proximal landing zone that was as short as 17 mm in length. The proximal aortic neck diameter measures 35-33-37 mm in diameter. A type IV blush endoleak was observed on the final angiogram during the index procedure. It was reported that during the one month follow up scan it revealed that the implanted 40x40x150 valiant stent graft had a residual endoleak. The suspected type IV endoleak seen immediately after the index procedure potentially may have been a type ia endoleak; however, the physician could not determine the exact source of the endoleak. The physician stated the cause of the event was unknown. No additional treatment was conducted as there was no change in aneurysm diameter. No clinical sequelae were reported and the patient is being monitored by the physician.